Manufacturer narrative:
On 20-jan-2026 we were informed that the devices involved in this event were not available for inspection. Differently from what was initally comunicated. Field d9 has been updated accordingly.

Event description:
The surgeon could not tighten the set screws (usingthe final tightener from must 2.0) onto the tulip of two 6.0x35mm screws, as the thread kept stripping. No different setscrew was used before removing the pedicle screws. The pedicle screws were explanted, and 6.0x40mm pedicle screws were inserted. There was a 30-minute delay. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16-dec-2025. Must lt 03.68.380 must polyaxial cann screw d 6x35 - d 5.5/6 (k234048) lot. 2329179: (B)(4) items manufactured and released on 20-feb-2024. Expiration date: 2029-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Must lt 03.68.380 must polyaxial cann screw d 6x35 - d 5.5/6 (k234048) lot. 2464191: (B)(4) items manufactured and released on 19-nov-2024. Expiration date: 2029-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:although it is not possible to confirm, the damage of the threads likely involved a suboptimal alignment of the components during the first attempt at engagement. The investigation does not indicate any potential manufacturing-related issue or systemic deficiency.